Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the insulin pump went into threshold suspend with a blood glucose level of 226 mg/dl and a sensor glucose level around 40 mg/dl. The customer's mother also reported that the customer had a blood glucose level of 49 mg/dl earlier in the day of the call. Blood glucose level at the time of the call was 118 mg/dl. Caller reported that the customer had a bent cannula on the day of the call also, causing her blood glucose level to rise to 429 mg/dl. The caller was advised that the sensor would be replaced but did not return the product for analysis.